Event description:
It was reported that this patient attended a routine in-office device check, and the associated right ventricular (rv) lead exhibited increased threshold measurements. Lead impedance and sensing measurements were considered appropriate. The rv output was reprogrammed to 5.5v @ 2.0ms. It was noted that remote monitoring was not being utilized to follow this patient and routine device follow up visits would be scheduled. Nearly 2 years later, review of the trended data identified a recent decrease in sensing measurements and a subsequent change in impedance. Lead testing was performed, and no rv sensing or capture was observed despite maximum device output due to lead dislodgement. Additionally, remaining device longevity was 1 year, and a high-power consumption of 333 percent was observed. The health care professional inquired if the battery observations were due to high programmed outputs for the rv channel or potential premature battery depletion. The patient was instructed to present to the hospital the following day for a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for the outcome for the reported clinical observations. At this time, no further information is available. Should additional information become available this report will be updated.